Event description:
It was reported that a bad iros error was displayed on the 9600+ system. System was rebooted and the error cleared. The case was completed. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an investigation. The failure could not be duplicated. The system was working as intended as verified by the customer.